Event description:
A customer contacted baxter?s technical service center regarding an unrelated alarm that appeared on the homechoice (hc) unit during use. The care giver (cg) stated that the home patient (hp) disconnected from the hc and when she went to wash her hands, part of the transfer set broke off. The cg stated that they finally got the transfer set repaired but the hp could not do therapy the previous night. The technical service representative (tsr) assisted the cg in ending the current therapy. The tsr advised the hp to contact her rn. There was patient involvement but no patient injury or medical intervention was reported. Product surveillance contacted the registered nurse (rn) regarding the damaged transfer set. The rn stated that the transfer set was not damaged. The rn stated that the transfer set became disconnected from the catheter. The rn stated that after the hp had finished therapy the hp noticed that the transfer set had become disconnected from the catheter. The rn stated that there was no visible damage and she was not sure why they became separated. The rn stated that the transfer set was replaced and the hp was able to continue therapy at a later time. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional relevant information becomes available. A 510(k) number will not be provided in the emdr because the product is unknown at this time.